Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they thought the metal detector at the airport had something to do with the problem they were having, as well as the age of the device. The patient stated that the device defaulted to the original program when they experienced the overstimulation when turning it back on. After reprogramming, the patient stated that they experienced a lot less stimulation down their legs. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for other chronic/intract pain (trunk/limbs) and spinal pain. It was reported that friday night (B)(6) 2017 "it stopped working".the patient said her battery was fully charged but she stopped feeling stimulation. The patient synced with the programmer and saw stim off. Reviewed to turn stimulation on. Issue was resolved. Patient was able to increase and decrease amplitude. The patient reported that the stimulation was extremely strong down her leg when she turned it back on. It was reviewed to the patient that they could decrease stimulation to comfort. The patient did so. The patient mentioned she was seen for reprogramming by a manufacturing representative (rep) and wanted to know if this was the same program. It was reviewed unless she changed the program herself the implant would be on the same program the rep set it to originally. No further patient symptoms or complications were reported in this event.